Manufacturer narrative:
(B)(4). One piece sled. The ecr60g cartridge reload was received for analysis with the pan dislodged, the one-piece sled damaged and fully loaded with staples. One possible cause for this type of damage may be improper loading of the cartridge. If the cartridge reload is not fully seated when the device is closed, the sled will break. When inserting the cartridge, slide it against the bottom of the cartridge jaw until the cartridge reload alignment tab stops in the cartridge reload alignment slot. Snap the cartridge reload securely in place. The device is now loaded and ready for use. Due to the condition of the cartridge, no functional test could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracic procedure, the reload had a defect. It didn't fit into the stapler's jaw. The cartridges were changed and the surgeon used another stapler (new one). The procedure was prolonged by minutes. There were no adverse consequences to the patient.